Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was discharged from the hospital for a separate event but since the patient still was not feeling well, she was admitted back at the same hospital on (B)(6) 2025. The patient mentioned that she was in diabetic ketoacidosis (dka). The dexcom readings was 368 mg/dl and the bgm readings was 800 mg/dl. The doctor removed the sensor and provided an insulin via syringe. The patient was feeling good during the time of the report; however, she was still in the same hospital after 4 days. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
There were no reported glucose values available to search within the parkes error grid calculator when the patient was in dka. The reported glucose values fall within the b zone of the parkes error grid at the hospital.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to the following statement in the initial MDR, "the reported glucose values fall within the b zone of the parkes error grid."